Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from november 28, 2020 - november 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set leaked. This was observed during patient use. The leak was noted on the side of the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.